Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the infected mesh caused massive infection that broke to the surface. This continued through 11 operations until all the mesh was out. A portable pump was used to heal quicker until it reinfected each time. The dressing was changed three times a week.